Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -8.00 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as patient related factor. Per the reporter, "iop is retained normal after exchange of the lens to 12.6 diameter."

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).